Event description:
The account alleged the head section is drifting down slowly. No patient impact.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.